Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified circumflex artery. Following pre-dilation, a 2.50 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. While advancing the device, the guide catheter dove into the artery causing a mild linear compression of the stent. Subsequently, the stent was successfully deployed. A 2.5x15 nc quantum apex balloon catheter was then advanced to post dilate the stent and then continued the procedure fixing the distal circumflex as well. The procedure was completed. No patient complications were reported and the patient's status was stable.